Manufacturer narrative:
Covidien reference #: (B)(4). The evaluation of a component of the superdimension system, case recordings, showed CT-to-body divergence however the cause of the CT-to-body divergence is unknown therefore no conclusion can be made. The failure mode of CT-to-body divergence is acceptable with mitigation per the superdimension fmea documentation. If additional information is received another follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2015. Date of follow-up report: (B)(6) 2015. Date of correction: (B)(6) 2015. It was found after further investigation that the case recordings received were not the correct recordings for the incident. The correct recordings are not available and were not returned therefore no conclusion can be made.

Event description:
The patient suffered a pneumothorax during a superdimension procedure. The patient received a chest tube and was hospitalized and the pneumothorax resolved. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A component of the superdimension system, case recordings, has been received and is under evaluation. When the evaluation is complete, a follow-up report will be submitted. There were no anomalies identified during the internal review of the DHR of the system console. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received, a follow-up report will be submitted.